Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, the patient developed a bleed in the liver few days after the procedure and died. The ablation was done under general anesthesia using the cagen1 emprint device using the ca15l2 antenna. The ablation was a single ablation, with no overlapping. The physician did not track the patient's ablation while removing the needle. The physician did use computed tomography (CT) to place the needle and obtained CT imaging throughout the ablation, plus obtained a CT immediately post ablation. The patient was transferred to post anesthesia care unit (pacu) for overnight observation. While in pacu the patient became hypotensive, was taken to radiology and an embolization performed. The patient was later taken to CT and while in CT coded and passed away. The customer reported to the account manager that this death was not related to a malfunction of the emprint equipment.